Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The valve was successfully implanted at a depth of 3mm/3mm. After the procedure, patient had bradycardia. Next day, the patient needed a permanent pacemaker. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.